Event description:
It was later reported that the patient was to undergo a pump and possible catheter replacement. It was later reported that the clinic was no longer following the patient and it was unknown who the new provider was. It was last heard that someone was going out to the patient's house, such as a home care, to refill the patient's pump.

Event description:
It was reported that there had been a volume discrepancy in the patient's pump at his last two refill appointments. It was stated that every time the device logs were read, there hadn't been a motor stall or "anything like that"; however, the logs weren't read at the time of report. It was noted that the pump may be replaced. The drug used in this system was baclofen.

Manufacturer narrative:
Product ID: 8709, lot# j10962r57, implanted: (B)(6) 2002, product type: catheter. (B)(4).